Manufacturer narrative:
It was reported that the planning station was in the process of being returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would not start. It was noted that the power source was not sending power to the main board. There was no patient present when this issue was observed.